Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. It was further described as "trying to disconnect the patient line from the transfer set and the dark blue part of the transfer set was turning instead of the patient line". This occurred after use of the device, when the nurse tried to disconnect the transfer set from the cassette for peritoneal dialysis (pd) therapy. The nurse disconnected the patient line by holding on to the dark blue part (female connector) of the transfer set. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a separation was observed between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the insert chip during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.